Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging that the subject meter (onetouch verioiq) read inaccurately compared to another device. The reporter did not specify the results obtained on either meter but stated that they were performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting.